Event description:
It was reported that the pt was hospitalized due to meningitis. The pt is bilaterally implanted. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.